Event description:
Patient received durom resurfacing replacement surgery in right hip on (B)(6) 2008. In (B)(6) 2009, the patient did not feel good and went to hospital. X-ray showed that the stem of durom femoral component was broken. Revision surgery was on (B)(6) 2010. The complaint sample (durom femoral component) will be sent to zimmer (B)(4) for investigation. Patient requests to return the broken explant after evaluation.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4)., which markets the devices in (B)(4). The manufacturer did not yet receive explanted devices and/or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information becomes available and/or the device(s) are returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).